Event description:
Pt presented to physician with complaint of sudden increase of pain. A dye study was performed to verify catheter placement, which was in place as expected. While the pt was in the recovery room after the study, the pt was given a bolus dose of off-label medication from the infusion pump. The pt was comfortable for approximately 20-30 minutes, then began experiencing violent clonic spasms in her lower extremities. The pt was transported to the hospital ICU by ambulance, and while en route as well as after arrival, she was given several additional bolus doses to relieve the spasmodic activity. The pt was finally sedated with IV dantrium and fentanyl, which controlled the spasms within an hour. The pt remained hospitalized for approximately 2 weeks, primarily due to aggrevation of a previous deep vein thrombosis which required treatment with IV heparin. The pt has recovered completely from this event, and has returned to pre-event level of therapy.